Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to interrogate some implantable cardiac devices (icds) and that the programmer locked up during an interrogation and had to be restarted. It was noted that the programmer failed final testing. It was also noted that corrosion was found on the lower case and that the media bay door was missing. It was further noted that the power cord bay and the eject buttons on the personal computer memory card international association (pcmcia) card slot were broken. Due to a lack of available parts for repair the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate some implantable cardiac devices (icds). It was also noted that the programmer locked up during an interrogation and had to be restarted. The programmer was returned to service. There was no patient involvement.